Event description:
It was reported that after the cable was sterilized for the first time, there were rust spots on the alligator clips and therefore the cable would not be able to be used again. The cable was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event of rust on the clips. However, foreign material (not rust) was found on each alligator clip, continuity testing was ok.